Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to recover. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medication from pharmacy, ID needed. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. The field service engineer (fse) identified that the auxiliary medication station was not responding and was displayed as offline. The customer reported hearing a popping sound from behind the station. Further inspection revealed that the pyxis bus cable connecting the medication station to the auxiliary tower had been damaged and was found compressed between components. The interface pyxis bus cable was replaced, after which system functionality was restored and verified to be operational. The system functioned as intended after field service engineer repaired the device.